Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a power on reset (por) message 0x400 was seen. The patient was in for elective programming when the rep saw the por screen. Patient doesn't not check their ins with their patient programmer to see this code nor did they lose therapy. No further information was reported. No patient symptoms were reported. Additional information: it was reported the patient had been in a major accident with the past few months that may have led to the por message. The rep cleared the patient's por and is functioning normally. No further information was reported.